Event description:
The sales rep reported the customer&apos;s vapr s90 electrode was sparking in the joint space during a shoulder procedure. The surgeon used another like device to complete the procedure with no patient consequences or delays. The device was discarded already by the customer. No further details were available.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints fo any kind for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed the manifold and the return brace between 3 - 5 clock positions of the tip shows signs of melting. This damage to the tip would lead to the reported failure, confirming this complaint. The electrode was not tested to avoid further damage to the tip. This melting of the tip is typically seen when the tip is buried in too much tissue, prolonged activation, or being in close proximity of another metal instrument during activation. These are contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. No further procedural details were provided to determine if aforementioned reasons were the cause of this failure and therefore, a root cause cannot be determined at this time. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. A CAPA has been initiated to further investigate and determine a root cause for this type of melted manifold failures. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the customer's vapr s90 electrode was sparking in the joint space during a shoulder procedure. The surgeon used another like device to complete the procedure with no patient consequences or delays. The device was discarded already by the customer. No further details were available.